Manufacturer narrative:
(B)(4).

Event description:
It was reported that increase pacing lead impedance and a capture threshold were observed. The device was explanted and replaced, and the lead was capped and replaced. There were no adverse consequences to the patient before, during and post procedure.